Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of broken cable inside the instrument. There was no trouble found. The instrument's tip exhibited no cable damage. The housing was removed to inspect backend for cable damage. No cable damage was found at the backend. Failure analysis investigation also found the following damages: the instrument's tube extension was broken. The tube extension was broken and missing a .136 x .062 piece at the proximal clevis interface. The clevis was dislodged from the tube extension. The tube extension fractured next to one of the keys that mates with the proximal clevis. Failure analysis concluded that the damage may be due to mishandling/misuse. The instrument's flush tube was kinked. The housing was removed to find the flush tube exhibited a kink in the backend. Kinks occur prior to flush tube entering the idler block. Kinks can restrict fluid flow, preventing proper flushing of instrument. The distal end of the main tube did not exhibit cracking upon inspection. The pad printing was removed on the instrument's tube extension. The pad printing was removed at certain small areas at the distal end of the instrument. The pad printing removed measured approximately 0.052 and 0.036 in length. Failure analysis concluded that the pad printing damage may be due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing damage found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, it was observed that there was a broken cable inside of the monopolar curved scissors instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.